Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that she had high blood glucose of 303 mg/dl, because her insulin pump is not delivering her full amount. Customer stated that the insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.